Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: the extract-holding sleeve for hip pin does not meet the standard. No further information was available. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. The device was received, the investigation is ongoing.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Further investigation regarding the manufacturing documents showed conformity to the specifications. A functional test got performed and showed, that the articles are in working order like there were tested before shipping. The inspection of all six articles showed conformity to the specifications. These articles are good. We assume that the wrong screwdriver was used. Placeholder.